Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at an unknown dosage via an implantable pump. On (B)(6) 2017, it was reported that, during a pump refill, the hcp was having difficulty locating the pump refill septum. According to the hcp, the template was used and the appropriate refill kit/needle was used. Only metal was felt when the needle was inserted. A lateral x-ray was performed and, based on the pump anatomy, the hcp determined that the pump did not appear to have flipped. No symptoms were reported. No further complications were reported.